Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a partial shaft break occurred. The 80% stenosed eccentric, de novo target lesion was located in the moderately calcified left anterior descending artery which had a significant bend between 45 and 90 degrees. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon could not pass the lesion. When the device was removed, it was noted that the shaft was partially broken. There was still a weak connection for pull back with the wire but the device could not be pushed to the lesion again. The procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.